Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2015 to explant her generator. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Follow-up revealed that the patient's device had been disabled for years due to painful stimulation. The patient later reported having pain at the generator site so the surgeon elected to explant to device. Attempts for additional relevant information have been unsuccessful to date.